Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and missing shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis, the final assessment is a striated edge in the side anterior broken due to surgical damage and missing shell assessed as inconclusive.

Event description:
Patient reported ¿not enough milk production" on an unspecified side. Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted via psr on 17/jul/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was more improved cleavage and more upper pole fullness, unacceptable results status post augmentation mammoplasty.

Event description:
Patient reported ¿not enough milk production" on an unspecified side. Healthcare professional reported a right side rupture. Device has been explanted.